Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported a loss of mechanical ventilation during a case. Ventilation was switched to manual ventilation, then back to mechanical ventilation and case resumed. There was no patient injury reported.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Medical device unique identifier: (B)(4). Legal manufacturer: (B)(4).